Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins was showing elective replacement indicator (eri), and the caller was dissatisfied with the ins longevity as it lasted only three years. Information was reviewed for the caller to bypass the eri screen. Caller was redirected to contact the health care professional (hcp) to discuss further/replacement. It was noted that patient had an appointment with the hcp on the day of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicating that they had no idea why the patient's ins lasted only three years. No actions were taken to resolve the issue. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.